Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the customer was experiencing issues with universal surgical manipulator (usm) 1. According to the customer, the usm was faulting and cautery was not being recognized. The customer was in the middle of rebooting the system when calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse had the customer cycle the emergency power off (epo) switch on the patient side cart (psc). The usm continued to fault on restart. The customer was going to convert the procedure to another da vinci system due to needing all four usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received; however, the fa is still in progress.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the error was confirmed through the crm notes and replicated. The unit was tested on an in house system in normal mode where it failed with error 31085. The unit was also tested on a pftp where it failed carriage switches test for rfid. The accr will be replaced as a fix. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the procedure was continued to be robotically assisted and was not converted to an open surgical procedure. No complications to the patient were observed.